Event description:
Discordant, falsely elevated sodium results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a clot was preventing the solenoid from closing in the port. The fse cleared the port, conditioned the port, and ran quality controls, which were within range. The cause of the discordant, falsely elevated sodium results was the clogged port. The instrument is performing according to specifications. No further evaluation of the device is required.